Event description:
It was reported during the procedure, the surgeon used the device to prepare the proximal opening in the aorta for the graft. However, the punch failed to make a sufficient hole. There was no reported patient injury as a result of the malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; g3; h2; h4; h6; h11. The reported event could not be confirmed due to product not being returned. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the procedure, the surgeon used the device to prepare the proximal opening in the aorta for the graft. However, the punch failed to make a sufficient hole. There was not reported patient injury as a result of the malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.